Event description:
A journal article was reviewed that contained information regarding this lead. It was reported that the patient presented with symptoms of heart failure. There was a previous attempt of an unsuccessful left ventricular (lv) lead placement with this lead. This lead showed unsatisfactory pacing parameters and phrenic nerve stimulation (pns). Another lead was placed and at the 16-week post-implant follow-up visit, the patient was "symptomatically much improved." No patient complications have been reported as a result of this event. A journal article was reviewed that contained information regarding this lead. It was reported that the patient presented with symptoms of heart failure. There was a previous attempt of an unsuccessful left ventricular (lv) lead placement with this lead. This lead showed unsatisfactory pacing parameters and phrenic nerve stimulation (pns). Another lead was placed and at the 16-week post-implant follow-up visit, the patient was "symptomatically much improved." No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: "use of a quadripolar left ventricular lead to achieve successful implantation in patients with previous failed attempts at cardiac resynchronization therapy." Europace. July 1 2011;13(7):992-996.